Event description:
The customer reported to olympus, distal end on the evis exera duodenovideoscope tested positive for 4 colony forming units (cfus) of kocuria rhizophila, 3 cfus of staphylococcus warneri and 4 cfus of staphylococcus. The all channel on the scope tested positive for 1 cfu of kocuria spp, and 3 cfus of staphylococcus warneri . Auxiliary channel tested positive for 1 cfu of staphylococcus capitis and 1 cfu micrococcus lylae. The air channel tested positive for 1 cfu of staphylococcus capitis and 2 cfus of micrococcus luteus. The suction channel tested positive for 1 cfu of pseudomoas oleovorans and 3 cfus of micrococcus luteus. The biopsy channel tested positive for 4 cfus of micrococcus luteus, 1 cfu of brevundimonas spp, 1 cfu of granulicatella elegan, and 1 cfu of micrococcus lylae. The scope distal end tested positive for 6 cfus of micrococcus luteus. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer suctioned water out of the channels and flushes out the air/water, auxiliary washing, and the forceps elevator channel. During manual cleaning, the customer used anios clean excel d detergent and scopeclean brush to brushes the operating channel, the suction pistons/cylinders, the operating channel port, and the distal end/area around the forceps elevator. For automated endoscope reprocessor (aer) treatment, the olympus endothermo disinfector endodet detergent and endodis disinfectant were used. The scope was stored in a wassenburg dry300d drying cabinet and vertically hanged. Olympus is the customer¿s maintenance company, and the scope was not sterilized. The customer stated that the automated endoscope reprocessor culture testing was performed, and the results showed that the scope tested positive for less than one (1) colony forming units (cfus) of unspecific micro-organisms species. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on clarification to third party test results, the device evaluation, and the legal manufacturer's final investigation.  Olympus sent the subject device to a third party for culture testing where: sampling from: biopsy channel (ch); cfu: <1cfu; bacterial identification: n/a. Sampling from: suction ch; cfu: 1cfu; bacterial identification: gram positive bacteria. Sampling from: air/water (a/w)-ch; cfu: <;1cfu; bacte;rial identification: n/a. Sampling from: distal end; cfu: 14cfu; bacterial identification: gram positive bacteria. The device was evaluated and found that the leakage from the device, deformed nozzle, and peeled nozzle glue that an external impact was applied to distal end. The resulting device stress likely caused insufficient reprocessing which could have led to the positive culture. Additional defects were noted where: leakage from distal end glue, nozzle deformed, glue around nozzle peeled off, light guide-lens chipped, bending section cover glue peeled off, insertion section scratched, air/water-cylinder shaved, suction cylinder shaved, biopsy port damaged. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the same germs were detected. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."  The IFU warns on impact on distal end as follows: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.